Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a amplatzer steerable delivery sheath. The sizing of the device was determined by intracardiac echocardiography and angiogram. During procedure, prior to deploying the device they completed 3 stability tests to verify stability and the close criteria was satisfied. The device was very compressed although it was stable on our tug test. Prior to releasing the device they advised that the result we achieved was the best result for the patient. The device compression was in a roman helmet shape. There was 1-3mm leak was present due to heavy pectinate. The plan was to seal the leak into other lobes with disc. Right after the device was deployed from the delivery cable it was embolized out of the left atrial appendage into the left atrium, left ventricle, then descending aorta. The amulet was successfully retrieved from the descending aorta via percutaneous arterial catheter on patient's right side. They used a catheter and a non-abbott device to safely retrieve the amulet device from the descending aorta. The patient was reported stable and got discharged on the same day.

Manufacturer narrative:
An event of device migration (embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported device migration could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the device was snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.